Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
Touchscreen issue. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 14 november 2019. Date of this report: 15 november 2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated.